Manufacturer narrative:
Siemens is in the process of investigating this event.

Event description:
The customer reported that the information in the custom demographic mode field was different from the original printout when reprinted.

Manufacturer narrative:
Siemens has issued customer notification # (B)(4).